Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 60-30-s without packaging. The received sample was taken to a visually examination. Damages or manufacturing faults were not detected. In as-received condition the white clamp is closed at the sample. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected residues of fluid at the filling port (lli-cone) and at the lla-cone of the patient connector. The pump was filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After filling the pump, opening the white clamp and waiting for a while the pump work (solution was running). Leakages were not detected at the received sample. The received sample is within our specifications. Hence we assess this complaint to be not justified.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): no flow. Drug: 5fu.